Manufacturer narrative:
Information was updated to reflect most accurate information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient who was being implanted with an implantable neurostimulator for spinal pain. It was reported that after closing up the patient, contacts 0-7 tested good impedances. On the second lead (contacts 8-15), one impedance value was bad and one was questionable. After flipping the patient over, contacts 1, 2, and 3 were displaying values of greater than 40,000 ohms. Contact 4 was displaying orange, and the other lead was fine. In recovery, they reran impedances, and all were okay except for contact 0 which was questionable. It was reviewed that the system may need time to normalize and settle down. Everything resolved at the beside in the recovery room. The root cause of the high impedances remains unknown. There were no patient symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the rep was in the or and at a new implant. Rep stated that the impedances were showing over 40k oh 1, 2, 7, 9, and 10. Tss advised to re-run; rep encountered an oor but did this. Values did not change. Hcp had already removed and wiped and replaced leads in the header. Other impedance values were 1980-3700 with the exception of 3 at 22,740. No fluid was used during implant. The rep swapped ports and only 3 contacts were out. The rep moved to wens and 3 were out still. The rep went back to the ins and the same 3 were over 40k 1, 2, and 10 during the call and attempted to do an impedance check, the tablet gave an "unexpected error 0x3108cba8". A reboot was needed. The rep stated that he thinks they will close as is and see if the impedance values will resolve when patient was moved to her back, as 2 of them already resolved. During the call, the rep stated that the patient was asleep but her body was responding to simulation. No further complications were reported/anticipated.